Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It is unknown if there was a delay in the start of precleaning. It is unknown if the air/ water nozzle was flushed with air and water; however, the nozzle was wiped/ cleaned with lint-free cloths/brushes/sponges. The endoscope and air water nozzle were immersed in the detergent solution. There were abnormalities in the accessories used for reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of zoom lever, water tightness was lost, the light guide lens and control unit and objective lens had discoloration, the suction connector was dirty due to water leakage, adhesive on the bending section cover was chipped, due to wear of angle wire, the play of the up down knob was out of the standard value, due to wear of angle wire, the bending angle in the up direction did not meet the standard value, the universal cord had a wrinkle, forceps channel port was shaved and the following were scratched: electrical contact of endoscope connector, suction connector, zoom lever, switch box, switch 1, plastic distal end cover, forceps elevator lever, up down knob, right left knob, control unit, connecting tube, forceps elevator knob, protector of the universal cord on the suction connector side, flexibility adjustment ring, the grip, the scope connector cover unit, the universal cord, and the the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a malfunction of the zoom function. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and found a foreign object inside the nozzle. This MDR is being submitted to capture reportable malfunction found during the device evaluation.